Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Event description:
It was reported that the patient underwent a t8-10 posterior spinal fusion and instrumentation using rhbmp-2/acs with cage, and aut o/allograft bone grafting on (B)(6) 2008. Postoperatively, patient suffered from injuries including chronic pain syndrome, back pain, neck pain, chest pain, spinal fractures, desiccated spinal discs, cyst formation, herniated bulging discs, bulging discs, muscloskelctal injuries, deterioration of the spine, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: degenerative disk with disk herniation t8-t9 and underwent following procedure: video-assisted thoracoscopic anterior discectomy and t8-9 interbody fusion with cage. Hemilaminectomy of t8 and a decompression. T7 to t10 posterior spinal fusion and instrumentation with allograft bone grafting. Per op-notes: " ..once discectomy was performed an interbody spacer along with graft and small bmp were put in intercostal space. Now, posterior midline incision was made after determination of levels by fluoroscopy from t7 to t10. Spine from t7 to t10- was exposed; an entry hole for pedicle screw insertion was made. .. With help of high speed bur, dorsal cortex of lamina, spinous process and transverse process was decorticated. Several strips of bmp were laid on the fusion bed. Bmp was also put into facet joints. The graft as well as crushed cancellous allograft along with patient's own bone obtained from resection were all put in all fusion beds. No patient complications were reported. . "

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the "patient presented at hospital where patient's doctor performed a surgical procedure: the t8-9 interbody fusion with cage, and the hemilaminotomy of t8 and a decompression, and the t7 to t10 posterior spinal fusion and instrumentation with auto/allograft bone graftin, including utilizing infuse. . As a result of the use of infuse in this thoracic fusion surgery patient now suffers from ectopic bone growth, chronic pain syndrome, back pain, neck pain, chest pain, spinal fractures, desiccated spinal discs, cyst formation, herniated bulging discs, bulging discs, muscloskeletal injuries, deterioration of the spine, anxiety, and narcotic dependence from prescribed painkillers."